Manufacturer narrative:
A hardware analysis was initiated to determine the probable cause of the issue. Analysis found could not be duplicated. The axiem unit was connected to a test system with the ent application for an overnight burn-in test. Registration, tracking, and accuracy looked normal on all 8 tool ports. They connected / disconnected the tools from each port multiple times and system remained functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the navigation system was unable to communicate with the axiem box. They attempted to power on the navigation system without the axiem box connected and there was no change. A different axiem box was used and there was still no resolution. The number on the box was a 7. The box status was unable to report. There was no delay to the procedure and to impact on the patient¿s outcome. This issue was resolved "when the monitor was plugged in first and turned on, we then plug in the original axiem box and all works/communicates just fine."

Manufacturer narrative:
Other relevant device(s) are: model: 9735602, serial/lot#: unknown. Model: 9660651, serial/lot#: unknown. Model: 9735546, serial/lot#: unknown. Model: 9734250, serial/lot#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the navigation system was unable to communicate with the axiem box. They attempted to power on the navigation system without the axiem box connected and there was no change. A different axiem box was used and there was still no resolution. The number on the box was a 7. The box status was unable to report. There was no delay to the procedure and to impact on the patient¿s outcome. This issue was resolved "when the monitor was plugged in first and turned on, we then plug in the original axiem box and all works/communicates just fine."